Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over eight (8) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered/clogged the air/water (a/w) cylinder and a/w channel, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. No physical damage of the device was confirmed at where the foreign material was remained. The event can be prevented by following the instructions for use which state: "IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.